Event description:
The customer stated that they received erroneous results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 6000 c (501) module. The sample initially resulted with an na value of 127 mmol/l. The sample was then repeated on the same analyzer twice, each time resulting with an na value of 118 mmol/l. The sample was then repeated on a blood gas analyzer, resulting with an na value of 118 mmol/l. No erroneous na results were reported outside of the laboratory. The customer believed the repeat na value to be correct. The same sample initially resulted with a k value of 4.43 mmol/l, which was reported outside of the laboratory. The sample was repeated on a blood gas analyzer, resulting as 3.8 mmol/l. The sample was then repeated on the c 501 analyzer twice, resulting with k values of 4.11 mmol/l and 4.13 mmol/l. The customer did not consider the initial 4.43 mmol/l value to be erroneous, so no corrected reports were issued for the k value. The patient was not adversely affected. The na electrode lot number was k3040 and the k electrode lot number was r4909. The electrode expiration dates were asked for, but not provided. The field service engineer determined that there was an issue with the rinse mechanism. After running mechanism checks and checking the rinse mechanism volumes, he determined that rinse volume for one nozzle was too low. He cleaned the nozzle with a stylus. He repeated mechanism checks and the rinse volumes were good. He ran ise checks and these were good. He ran precision studies and these passed. The investigation could not identify a product problem. The cause of the event could not be determined.